Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during investigation, the battery compartment was found to be cracked. The pump¿s cover was removed and there was moisture corrosion found to the display screen flex and other internal components. A test display screen was mounted and fully illuminated. Unrelated to the issue, the pump was disassembled and the internal battery was found to be leaking. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack with moisture. This report is made based on results of investigation completed on 09/30/2016.